Manufacturer narrative:
This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems.

Event description:
It was reported that there was a right total hip revision for pain, systemic serum cobalt elevation, systemic toxicity, and a vertically oriented acetabular cup. All implants were removed.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was retained by the surgeon. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that there was a right total hip revision for pain, systemic serum cobalt elevation, systemic toxicity, and a vertically oriented acetabular cup. All implants were removed.